Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 50 mg/dl but her blood glucose was actually high at 400 mg/dl. Customer stated she was treating based on the sensor readings and the insulin pump was going into threshold suspend. Customer stated she stopped using the sensors because they are unsafe. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.